Event description:
Boston scientific received information that, during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited beeping tones. This crt-d was interrogated, but no irregularities or fault codes were observed. The physician elected to leave this crt-d implanted. It was noted the implant was done in a laboratory with a stereotaxis niobe navigation system, which generated a high magnetic field. Subsequently, additional information was received that the patient passed away two hours after the implant procedure. The attending physician discussed that the death was not related to the device. The cause of death was a pleural hemorrhage. There were no other adverse patient effects reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tip of the clip was closed a little and fed into the jaw from the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.